Event description:
The customer reported that she experienced high bg's "throughout the day"; her levels ranged from 321-greater than 500mg/dl over a hive hour period. After multiple boluses failed to lower her bg levels, the pod was removed. She noticed that the cannula was kinked, though no pod alarm was initiated. The pod will be returned for evaluation.

Manufacturer narrative:
The pod was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggest that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.